Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, eyes were not working together. Clinical reason for explant mentioned as myopic surprise. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 1 months 12 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).